Event description:
Upon a clinic follow up, episodes of non-substained oversensing in the right ventricular channel were observed. X-ray imaging confirmed the right ventricular lead was dislodged. The lead was explanted and replaced. The patient's status was stable.

Manufacturer narrative:
As received, only the distal end of the lead was returned in one piece. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. Visual inspection of the lead found the damages consistent with those occurring at the time of explant. The measured full helix extension length was within specification. The field report of oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.